Event description:
It was reported that revision was needed to replace a fortify spacer that deviated post-operatively. This event occurred in sweden.

Manufacturer narrative:
The device was not available for evaluation. No determinations could be made as to the cause of the reported issue.

Manufacturer narrative:
The implant was returned for evaluation. The tav portion of the superior end plate has separated from the implant. The separation of the end plate was due to the retainment pins shearing due to some unknown force. The DHR shows these pins were within the listed material and heat spec. The surgeon did not use any supplemental fixation, posterior or otherwise. The ous insert for this device shows that all cages are indicated to be used in conjunction with supplemental fixation. The lack of supplemental fixation does not give insight into the ultimate cause of the cage failure. However, the decrease in stability throughout the patient's spine as a result of a lack of supplemental fixation would create a much higher load on the cage than a typical one would see. Even with the increased loading, it is not possible to determine the ultimate reason for failure, as no information was present about the patient's activities or the state of the cage during the revision surgery. No determinations could be made as to the cause of the reported issue. .

Event description:
It was reported that revision was needed to replace a fortify spacer that deviated post-operatively. This event occurred in sweden.